Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the hub, hypotube and proximal shaft of a coyote fc balloon catheter. The distal shaft and balloon were not returned. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 2mm from the exit notch. The fractured/separated end of the shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft and balloon was not returned for analysis. There are numerous hypotube kinks. The shaft has a 2mm longitudinal tear 4mm proximal of the exit notch. The shaft is stretched. There is shaft damage at the exit notch which is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that a shaft break occurred outside of the procedure while the device was being handled in storage. However, returned device analysis revealed a shaft tear.